Event description:
This report summarizes one malfunction. A review of the reported information indicated that model: 0601620ce, chronic catheter repair kit, allegedly experienced migration of device or device component. This information was received from a single source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number was provided and a lot history review will be performed. The sample has been returned for evaluation and a medical photo was provided for review. The evaluation confirmed 1395 migration or expulsion of the device. Based upon the available information, a definitive root cause is unknown. The catalog number identified in section d4 has not been cleared in the us but is similar to broviac 6.6 french single lumen cvc repair kit. The pro code for broviac 6.6 french single lumen cvc repair kit has been identified in d2. The device was labeled for single use. H11: h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number was provided and a lot history review will be performed. The sample has been returned for evaluation and a medical photo was provided for review. The catalog number identified has not been cleared in the us but is similar to broviac 6.6 french single lumen cvc repair kit. The pro code for broviac 6.6 french single lumen cvc repair kit has been identified. The company is still investigating the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0601620ce, chronic catheter repair kit, allegedly experienced migration of device or device component. This information was received from a single source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.